Manufacturer narrative:
At this time, the product remains in-service and additional information was requested. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturer right ventricular (rv) lead had oversensing. It was thought that the device was oversensing respiratory features, however all device diagnostics were normal. Boston scientific technical services (ts) discussed the features and to further evaluate for possible lead or contact issue. The device remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received that the minute ventilation (mv) feature was turned off, and no other issues were noted. The patient was back on the normal follow-up schedule.